Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reporting that post a stenting treatment procedure thrombosis occurred and the patient expired. Access was obtained via the femoral artery. The 90% stenosed, 3.0x34mm eccentric and denovo target lesion was located in the non-tortuous and non-calcified left main (lm) to left anterior descending (lad). The lesion was predilated with an unspecified 3.0x15mm balloon, leaving 60% residual stenosis. A 3.00x38mm taxus liberte stent was successfully deployed in the lesion with no patient complications reported. Twenty-five days later the patient began to experience chest pain and shortness of breath. Within 40 minutes of when the chest pain and shortness of breath started, the patient collapsed. Intervention was not able to be performed as the patient collapsed before reaching the hospital and the patient expired. The physician believes that the patient's "complication" was due to thrombosis.